Manufacturer narrative:
During use of a 10mm x4 cm 80 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) for post-dilatation, the balloon ruptured at 10 atmospheres (atm). Therefore the balloon was changed to another new powerflex pro (8mmx4cm) and the procedure was finished successfully. There was no reported patient injury. The target lesion was the right subclavian vessel. The lesion was heavily calcified and not tortuous. The rate of stenosis was 80%. The approach site was from the right radial vessel with a sheath introducer. After a guidewire crossed the lesion, a stent was placed. After that, the powerflex pro was delivered to the lesion for post-dilation and inflated, when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast as well as the contrast to saline ratio is unknown. An indeflator (brand not indicated) was used. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel. The product was returned for analysis. One non-sterile unit powerflex pro 10mm x 4cm 80cm bc was returned. Per visual analysis the balloon had been inflated and deflated and the balloon protective tube was on the balloon. No other issues were noted. Per functional analysis a leak test was performed and a leak was found on the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the rupture (pinhole) found on the balloon. The internal surface did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17197665 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ was not confirmed due to the technical definition of a burst, however a leakage was confirmed, which may appear to the user as a burst, through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification and a rate of stenosis of 80%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Telephone number is (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During use of a 10mm x4 cm 80 powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter for post-dilatation, the balloon ruptured at 10 atmospheres (atm). Therefore the balloon was changed to another new powerflex pro (8mmx4cm and the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The target lesion was the right subclavian vessel. The lesion was heavily calcified and not tortuous. The rate of stenosis was 80%. The approach site was from the right radial vessel with a sheath introducer (6fr brite tip). After a guidewire (radifocus, terumo) crossed the lesion, a stent (10mmx6cm smart) was placed. After that, the powerflex pro was delivered to the lesion for post-dilation and inflated when it ruptured. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast as well as the contrast to saline ratio is unknown. An indeflator (brand not indicated) was used. It is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is also unknown if the balloon catheter kinked while being used. It is unknown if it was easily removed from the vessel and from the other devices. However, the product was intact upon removal from the patient.